Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating, with new orders failing to cross over despite multiple restart attempts. Initial checks confirmed no interface downtime, although users were unable to view orders and had to override the stations to remove medications. A technical support specialist investigated and confirmed that orders were present in the server database but were associated with temporary patients and admitted patient profiles were not visible. Further review of visit records showed placeholder entries, and messaging logs identified transaction failures at the exact time the issue began. Coordination with the carefusion coordination engine (cce) team indicated that active directory (adt) messages were not being received for entered orders, suggesting a communication gap between systems. The ticket was escalated to the interface team, and subsequent findings confirmed that adt and order messages were not transmitted from the cpsi host between 8:00 pm on (B)(6) and 4:18 pm on (B)(6). Once message flow was restored, adt data became current, and affected orders were successfully populated in es, confirming the issue originated from the host system and is now resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple es stations were not communicating; the customer suspected an interface issue. Despite multiple restart attempts, the issue persisted, and new orders were not crossing. However, there were no delays or adverse events or injuries reported based on this event.